Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings occurred. On approximately (B)(6) 2025, the patient trained intensely during the afternoon. Shortly after dinner, he experienced severe low blood glucose (bg) readings while watching tv. His wife initially thought he was asleep but then realized he was unconscious and sweaty. The continuous glucose monitor (cgm) displayed "low," and the bg reading was 37 mg/dl. The receiver did not alarm for hypoglycemia. His wife called an ambulance and administered sugar under his tongue. Emergency medical services (ems) treated the patient with intravenous (IV) glucose. The patient was not taken to the hospital. At the time of the report, the patient was doing good. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 08/13/2025. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. A receiver boot test was performed and failed; the receiver was stuck on initializing screen. An internal visual inspection was performed and passed. A speaker resistance measurement test was performed and passed. No data was provided for evaluation. The allegation alert/notification settings issue was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.